Manufacturer narrative:
A device history record was reviewed for the suspected contour next test strips with lot # 1dpef04a and no manufacturing or packaging anomalies were found. Based on the pictures provided by the customer, the boxes of test strips were shipped by (B)(6) using a plastic envelope with no other packing materials causing the boxes to become crushed and causing the cap of the vial to break. The issue occurred after the product left ascesia's control. The patient/family was the initial reporter , so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer reported that she received two bottles of the contour next test strips from (B)(6) which were already open. One of the two bottles had the hinge of the cap broken and off the vial. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement test strips were sent to the customer.